Event description:
The customer reported that the shooting was too hot in the mag mode. The system was reading high. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep performed a dose rate calibration per service manual and verified system met specifications. The system operates as intended.